Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patient's caregiver complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The results from the meter at 3:01 p.m. And 3:03 p.m. Were both > 8.0 inr. The laboratory result from a sample drawn at 4:40 p.m. Was 1.04 inr. The patient was not treated based on the meter results. The laboratory result was believed to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient is not anemic, is not on heparin, does not have antiphospholipid antibodies and is not taking any direct thrombin inhibitors. The patient is not taking any new medications, has had no diet changes, has not been ill recently and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned test strips were measured with the returned meter with liquid qc of a high level. The obtained qc results were in the allowed range. No error messages occurred during investigation. Qc 1: 1.3 inr, qc 2: 1.3 inr. Master lot strips: qc 3: 1.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.